Event description:
It was reported that the guidewire was advanced from the distal end of the balloon catheter (subject device) outside the patient's body. The balloon was inflated and contrast was noted to be leaking from the tip of the balloon and the balloon did not stay inflated. The procedure was completed with another balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Based on the information available, it is probable that the device was damaged during preparation causing the reported issue. The subject device was disposed.